Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: south korea. The investigation is complete. This is an initial final report submission. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. The event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the device was taking skin irregularly, producing a damaged graft. It caused unknown patient damage, as it is unknown if an additional skin graft was required from the patient. Due diligence is complete. No additional information is available. At product evaluation investigation it was determined that the dermatome blade may have contributed to the event. No additional consequences have been reported as a result of this malfunction.